Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation. No information has been received indicating the device was explanted. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a clinical trial patient with a 29mm mitral valve implanted seven years, two months, was admitted with hypoxic respiratory failure and found to have severe prosthetic mitral valve stenosis, degeneration, calcification, motion restricted leaflets, thickened leaflets, and mitral annular calcification (mac). Patient was reported to have been discharged. No additional information was provided.

Event description:
Edwards received additional information that this 29 mm bioprosthetic mitral heart valve is failing after six (6) years, three (3) months due to a combination of stenosis, degeneration, calcification, thickened leaflets, mac, and restriction of leaflet motion. As reported, the patient was initially re-admitted after six (6) years, two (2) months due to increasing shortness of breath and hypoxic respiratory failure. She was found to have cellulitis of the left lower extremity, for which the patient did not take medication, and community-acquired pneumonia. Antibiotics were given and the patient was discharged. Twelve (12) days later, the patient returned with similar complaints and she refused admission after the physician diagnosed her with possible congestive heart failure. Four (4) days after, the patient presented again and was started on medications. The patient left, against medical advice, and five (5) days later called 911 as "she felt that she was going to die." She was found to have hypoxemia with respiratory distress and was re-admitted. Tee revealed prosthetic mitral valve stenosis with a mean gradient of 20 mmhg. The patient was transferred to another facility to further evaluate the patient's mitral valve disease.